Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The water was warm, and the patient's temperature was increasing, but they got an alarm that the water got too warm. Directed nurse to the event log. Alarm 10 (pt temp 1 low), 114 (treatment stopped), 51 (pt temp 1 below control range), 112 (confirm return to cooling phase), and 34 (water temperature high, the primary outlet water temperature is above 42.5c). Patient temperature (pt) was 32.4c, water temperature (wt) was 40.2c, flow rate (fr) was 1.4lpm. Explained alarms and advised to remove device from service if they get alarm 34 again. The device will need to go to biomed for repair. The serial number for this investigation is unknown. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was 30c when therapy started using arctic sun device s/n (B)(6). They silenced the alarm. They then noticed one of the hoses was not snapped in all the way, so they corrected that. The water was warm, and the patient's temperature was increasing, but they got an alarm that the water got too warm. Directed nurse to the event log. Alarm 10 (pt temp 1 low), 114 (treatment stopped), 51 (pt temp 1 below control range), 112 (confirm return to cooling phase), and 34 (water temperature high, the primary outlet water temperature is above 42.5c). Patient temperature (pt) was 32.4c, water temperature (wt) was 40.2c, flow rate (fr) was 1.4lpm. Explained alarms and advised to remove device from service if they get alarm 34 again. The device will need to go to biomed for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was 30c when therapy started using arctic sun device s/n (B)(6). They silenced the alarm. They then noticed one of the hoses was not snapped in all the way, so they corrected that. The water was warm, and the patient's temperature was increasing, but they got an alarm that the water got too warm. Directed nurse to the event log. Alarm 10 (pt temp 1 low), 114 (treatment stopped), 51 (pt temp 1 below control range), 112 (confirm return to cooling phase), and 34 (water temperature high, the primary outlet water temperature is above 42.5c). Patient temperature (pt) was 32.4c, water temperature (wt) was 40.2c, flow rate (fr) was 1.4lpm. Explained alarms and advised to remove device from service if they get alarm 34 again. The device will need to go to biomed for repair.